Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-34 occurred on vio integrated electrosurgical generator unit (iesu). The surgeon elected to convert the procedure to traditional laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system and on startup unit displayed c-34 hf voltage occurred. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.